Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clear link secondary medication set would not infuse. The set was received without a blue tab on the administration port. The set was being used with a non-baxter infusion pump and a minibag that contained antibiotics. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.